Manufacturer narrative:
A partial lead with the measuring 80.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a lead implant procedure, no capture issue and lead fixation operation issue was observed on the lead. Physician attempted many times however was unsuccessfully and the lead was removed and not used. Patient was initially pending for a new epicardial lead implant however in the recent past patient has been improving with heart failure condition with prescribed medication and therefore a new lead implant procedure has been postponed for another six months. Patient was stable.